Event description:
Patient's lumbar drain tracing changed, assessed tubing, and tubing was broken at the end of the white tubing to the hub. Drain immediately clamped with hemostats. Vascular surgery, ccm, and anesthesia made aware. FDA safety report ID #(B)(4).